Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported by the vascular access insertion nurse that the most proximal end of the clear plastic, just below the main hub on the peripherally inserted central catheters (PICC), has cracked. The PICC line being used for antibiotic therapy was removed and the patient commenced oral antibiotics. Reportedly the patient condition deteriorated and needed a new PICC line inserted. The initial PICC dwelling time was 59 days. No part of the device remained inside the patient. The patient did require an additional procedure due to this occurrence - an new pic cline was inserted. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, and specifications was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device was returned to assist in the investigation. The visual inspection of the returned device reported that 51.6 cm of the device was returned. The product was returned with what appeared to be a max plus clear connector that was not attached. The clear tubing is torn at the junction to the purple hub. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported by the vascular access insertion nurse that the most proximal end of the clear plastic, just below the main hub on the peripherally inserted central catheters (PICC), has cracked. The PICC line being used for antibiotic therapy was removed and the patient commenced oral antibiotics. Reportedly the patient condition deteriorated and needed a new PICC line inserted. The initial PICC dwelling time was 59 days. No part of the device remained inside the patient. The patient did require an additional procedure due to this occurrence - a new pic cline was inserted. No adverse effects to the patient were reported due to this occurrence.